Manufacturer narrative:
(B)(4). Additional information the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy gallbladder removal procedure, clips kept falling off the jaws upon pressing the trigger and not closing. Some clips formed but not properly while not providing the appropriate haemostasis. There was not excessive force or torquing done on the jaws or any unusual event reported on during the surgery. It was necessary to place additional trocars to remove the malformed clips and leave drains that would not have been necessary if the clips had worked properly another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.